Event description:
It was reported that the lead had dislodged. Lead was explanted. It was also noted that the device was electively explanted and the patient elected not to replace the system. The patient was discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.